Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient with twiddler¿s syndrome twisted both leads around the ICD causing them to dislodge. The lead were explanted and replaced. The patient experienced no symptoms and was stable post-op.